Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range shock impedance measurements. Which was suspected to be caused by calcification. Reprogramming efforts were performed. At this time, this rv lead remains in service and there were no adverse patient effects reported.